Manufacturer narrative:
Device is a combination product. (B)(4). Device evaluated by MFR.: the complaint device was not received for analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical/procedural factors. (B)(4).

Event description:
(B)(4) clinical study. It was reported that stent under expansion occurred. On (B)(6) 2013, clinical status assessment indicated the patient¿s qualifying condition was silent ischemia with stable angina. Patient¿s abnormal stress test or imaging stress test indicated ischemia prior to procedure and the patient was referred for elective cardiac catheterization. The index procedure was performed on the following day. The target lesion was located in the proximal left anterior descending (lad) with 75% stenosis and was 15mm long with a reference vessel diameter of 3mm. The lesion was treated with pre-dilatation and placement of a 2.50 x 20mm study stent followed by post dilatation with a 3.0 x 12 mm non-bsc balloon catheter. Following post dilatation, intravascular ultrasound (ivus) was performed and revealed inadequate dilatation at proximal end of the study stent. The under expanded proximal end of the study stent was treated with additional dilatation using a 3.00 mm non-bsc balloon catheter at 16 atmospheres. Dilatation was slightly inadequate at the proximal end, however, since the lumen was a little less than 3 mm and in view of the fact that additional dilation would run the risk of dissection in the left main trunk, no further procedure was performed. Following post dilatation, ivus revealed adequate stent opening. Two days post procedure, the patient was discharged on dual antiplatelet therapy.